Event description:
The account generated an initially negative hcv eia 2.0 result. After reviewing the run data, the account noticed the absorbance values were depressed on the controls. The entire run was repeated with freshly made conjugate. The sample tested reactive with the freshly made conjugate. The sample was tested again in duplicate with repeatedly reactive results. According to the account's quality control absorbance results, the initial run should have been rejected, but all run absorbances were within abbott's acceptable parameters. No additional testing was performed on sample. No impact to patient management was reported.